Event description:
The customer reported via phone call that he was not receiving the insulin he needed and experienced high blood glucose of 545 mg/dl. Customer treated with manual injections and current reading was 229 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, the cannula was straight and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check the settings. The insulin pump failed the high pressure test twice. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.